Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory again for a pocket revision procedure. The patient had been experiencing pocket discomfort due to body type. There was no evidence of erosion, migration or infection. Prior to the invasive procedure, the device and lead system were noninvasively checked and no issues were identified. Upon opening of the pocket, bodily fluid was found in the device's header port and had ingressed into the lumen of the right ventricular (rv) defibrillation lead. The rv defibrillation lead was disconnected and attempts to advance a stylet down the central lumen of the lead was unsuccessful. During flushing of the rv header port, saline exited through the rv sealing plug. The device and rv defibrillation lead were explanted and replaced. The device and rv defibrillation lead were received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt, visual inspection by boston scientific's post market quality assurance laboratory identified a set screw mark on the terminal pin. This observation is consistent with set screw-terminal pin contact. Bodily fluid is noted in the rate sense (negative) lumen from the terminal pin to the tip and in the helix housing. The lead body was twisted along the lead's entire length, most likely from the explant procedure. The lead was put through and passed electrical continuity and insulation integrity testing. An x-ray was performed with no anomalies at the terminal pin or the tip identified.

Event description:
The device and lead were retrieved from archive for additional testing and destructive analysis.

Manufacturer narrative:
An additional pressure test was performed on the lead with pressure ranging from 0-14 psi and no leaks were observed. Similarly, pressure testing was performed from the tip (helix end) with no leaks identified. A comparable lead was attached to the returned device for pressure testing. The lead terminal end was fully inserted into the header port with the set screw left in the up position. Pressure testing was performed and an air lead was observed from the terminal seal. This observation is expected when the set screw is untightened. When the set screw was tightened down on the lead terminal pin, no leaks were identified. Destructive analysis was performed to confirm that the tip seal ring was in place and undamaged. An inspection of the inside of the helix housing found that the seal ring was visible. The seal ring was removed from the helix housing and it appeared intact and undamaged. No further laboratory testing was performed.